Manufacturer narrative:
In the returned state, the lead was cut through 18.5 cm distal of the is-1 connector pin. The proximal and the distal lead fragment were returned and thoroughly analyzed. During the analysis, multiple signs of abrasion were seen along the lead body. In particular 27.5 cm proximal of the tip electrode, the insulation was squashed and deformed. In this area, the inner conductor helix was deformed, and the coating of the rope conductors showed damage. This damage manifestation is with high probability the cause for the observed ventricular oversensing. The observed damage manifestation requires excessive pressure load onto the lead body. The characteristics of the damaged structure of the lead body lead to the assumption of excessive mechanical stress on the lead due to the subclavian crush syndrome. Further damage is probably a result of the explantation process. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - it was reported that explant took place about 26 months after the implantation because of oversensing with inadequate charging of the ICD. No deterioration of the patient's state of health was reported. The lead is currently undergoing analysis.